Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead had presented to the clinic feeling unwell. Device interrogation showed inappropriate atrial tachy response (atr) episodes were stored due to noise and oversensing. Abrupt high, out-of-range pacing impedance measurements to greater than 3,000 ohms was observed, with diminished p-wave amplitudes and loss of capture at 5v. A lead fracture was suspected ad this ra lead was surgically abandoned and replaced. Despite the patient undergoing surgical intervention, there were no patient complications reported during operating room following the procedure.